Event description:
The pt was implanted with two percutaneous leads from the same lot. It was reported the pt's leads had migrated and subsequently the pt experienced rib stimulation. One of the two leads had shifted up from the original placement and the second lead had migrated out of the epidural space. The pt underwent surgical intervention. During the procedure, one of the lead was repositioned and the second lead was explanted and replaced. The pt reported effective coverage post-operative. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.